Event description:
It was reported that during an unk procedure, the clips delivered, but the device was hard to fire. Another like device was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis for the mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not feed the clips. The anti-backup was damage and the cartridge cover cracked. Upon disassembly of the instrument the feedbar was bent. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.